Manufacturer narrative:
The device was repaired by the manufacturer's service center but not returned to the customer pending estimate approval.

Event description:
The manufacturer received information alleging a ventilator was not delivering the set tidal volume. The device was not in patient use. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The device was recalibrated to address the issue.